Manufacturer narrative:
Product analysis summary: the sheath and stylette were partially loaded in the device. They were removed with no issues. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 28 th to the 31 st distal stent wraps with struts raised, stretched, and overlapping. There was bending to the hypotube, which is consistent with coiling the device for return. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 85% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated using a 2.0 x 20 mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent was unable to pass the lesion and therefore could not be used to complete the procedure. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury. Analysis revealed stent deformation.